Event description:
As reported: "35 mm was planed to insert, but 30mm screw was incorrectly opened and inserted. It was confirmed that the tip of the screw penetrated the cortex."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains in patient body.

Manufacturer narrative:
Please note correction to section h6 method code. The reported event could not be confirmed, since no evidence was provided for evaluation. A device inspection was not possible since the device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Although the issue could not be confirmed due to lack of evidence but since the reported issue is clearly a user related event, the root cause of the issue can be deemed as user related. Through the additional information it was communicated by the user that they accepted that the issue was due to a fault of their own in selecting the implant and no other action is required. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "35 mm was planed to insert, but 30mm screw was incorrectly opened and inserted. It was confirmed that the tip of the screw penetrated the cortex."